Manufacturer narrative:
Correction - section b5 - there is no alleged stated deficiency or malfunction of the device. Therefore, it is not reportable. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received stating the device was electively explanted and replaced per physician. There is no alleged stated deficiency or malfunction of the device. Therefore, it is not reportable.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient's ipg was explanted and replaced, but the reason is unknown. Effective stimulation was restored.

Manufacturer narrative:
Reason for ipg exchange is unknown.

Manufacturer narrative:
Correction - section b5 - there is no alleged stated deficiency or malfunction of the device. Therefore, it is not reportable. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received stating the device was electively explanted and replaced per physician. There is no alleged stated deficiency or malfunction of the device. Therefore, it is not reportable.